Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient underwent an unknown breast surgery with unknown saline breast implants which the unknown side deflated after implantation. The report indicated that the implant had deflated prior to surgery date. (B)(6) 2018 was the date to replace the implant due to product defect. When removed from breast, implant was indeed deflated, but no noticeable leak was found by the surgeon upon examination. Surgery required to replace the implant.